Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar cautery instrument to perform failure analysis. The instrument was analyzed, and visual inspection was performed, and thermal damage is observed on the instrument's tube adapter. The middle portion of the tube adapter exhibited localized charring. An in-house tip accessory was installed, and electrical continuity was performed. The instrument passed electrical continuity test. Additional observation not reported by site: the instrument was found to have a cracked tube adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted head and neck surgical procedure, single port (sp) monopolar cautery instrument and tip were burning when placed into arm. Instrument sheath and spatula tip were inspected and placed on properly. The instrument was removed immediately, and a new instrument was used to complete the case. Tip was accidentally disposed of after the case and was unable to be sent with instrument. The procedure was completed with no reported injury.